Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised due to an implant fracture. The poly was exchanged successfully. The articular surface post was fractured off the poly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised for instability. During the revision it was found the articular surface post was fractured off the poly. Poly was exchanged without complications.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the provided pictures identified the unit as fractured in two places. Part and lot identification are necessary for review of device history records, lot number was not provided. Therefore, a DHR review was not completed. Insufficient information provided to perform a compatibility check. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right knee arthroplasty components are anatomically aligned, no osseous fracture or implant loosening, bone quality osteopenic. The complaint is confirmed via provided pictures. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.